Manufacturer narrative:
(B)(4) date sent: 4/22/2021 d4: batch # u5f02f h6: component code: mechanical(g04), others(g07) investigation summary during the visual analysis of six photos and four videos, the following was observed: the 1st, 2nd, 3rd photos show tissue and surgical instrument handling the tissue. The 4th photo only shows tissue. The first video shows bleeding in the tissue. However, due to the bleeding could not be identify whether this bleeding was on the staple line. In addition, the staple line was performed with buttressing material. At the 4:59 mark a device is introduced with needle/suture and suture the tissue with bleeding. At the 19:44 mark a device is introduced with needle/suture and it sutured a part of the tissue. The 5th photo shows a photo did not clear and bleeding appears to be noted. The 6th photo shows water on the tissue. The second video shows a trocar pass trough of skin. Some surgical instruments were noted handling the tissue and cauterized it. At the 22:57 mark some b-formed staples can be seen between the tissue. At the 33:58 mark a device is introduced with a black reload loaded and buttressing. At the 35:18 mark tissue is placed between the jaws. At the 36:22 the device was removed and the staple line and cut line were as expected. At the 37:30 mark a device is introduced with a black reload loaded and buttressing. At the 39:30 the device was removed and the staple line and cut line were as expected. At the 40:38 mark a device is introduced with a black reload loaded and buttressing. At the 40:55 mark tissue is placed between the jaws. At the 42:10 the device was removed and the staple line and cut line were as expected. At the 43:20 mark a device is introduced with a black reload loaded and buttressing. At the 43:43 mark tissue is placed between the jaws. At the 45:05 the device was removed and the staple line and cut line were as expected. At the 45:49 mark a device is introduced with a black reload loaded and buttressing. At the 46:16 mark tissue is placed between the jaws. At the 47:55 the device was removed and bleeding was noted on the staple line and some staple can be seen no properly formed. The third video shows bleeding in the staple line. At the 4:59 mark a device is introduced with needle/suture and suture the tissue with bleeding. At the 19:44 mark a device is introduced with needle/suture and it sutured a part of the tissue. The fourth video shows a surgical instrument extracting waster. Based on the photos and videos reviewed, the event describe is confirmed, however no conclusion or root cause could be determined. Please refer to the device analysis for full analysis details and conclusion. The product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one plee60a device was returned with no apparent damage and with one gst60t reload loaded in the device. The reload was received fully fired with slight damage on two of the reload deck pockets. Upon evaluation of the reload the metal pan was removed and no damaged was noted on the internal components. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties and no abnormal noises were noted during functional testing. The cut line was completed and the staples meet the staple form release criteria. However, the cut was noted to be jagged due to a damaged knife. As part of our quality process, the manufacturing records of this batch were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that product failure is multifactorial. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. The reload was sent to cincinnati for additional evaluation. Upon arrival in (B)(6), the gst60t cartridge was visually inspected, and it was determined that select drivers had minimum amounts of dried material to allow for further analysis to determine if staples had been loaded into the cartridge. Individual drivers from each side of the cartridge were examined using a scanning electron microscope (sem) with an energy dispersive x-ray (edx) detector. The contrast in the sem image allows identification of potential targets for the edx. The edx allows for a careful examination of the elements present on a surface. In conclusion, evidence of the titanium alloy used to produce the staples in the gst60t reloads was found on the drivers of all 6 rows of the cartridge returned to cincinnati. This indicates that each row was loaded with staples when it was manufactured.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information was requested, and the following was obtained: was there any complexity to the procedure? E.g. Patient¿s history, patient¿s condition (unknown) what is the current patient status? The patient has turned the corner and is now out of ICU and has been moved to another hospital for her recovery. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the surgeon fired stapler with 60 gst black reload on a revisional sleeve to sips procedure (prior minimiser ring - removed 4 months prior). Used black 60 gst the whole way, on 2nd last firing the stapler made a grating sound on 3 pulse firings, surgeon said it sounded like metal on metal. Once stapler was removed, there was a hole in the stomach where the stapler and seamguard were fired with staples that were not formed at all, approximately in the middle of the firing. Significant amount of bleeding and mucosa was evident. The surgeon sutured and then imbricated the staple line. The surgeon was initially going to do a sips procedure but after re-sleeving the patient and the mis formed staples, the surgeon only re-sleeved the patient to come back at a later stage to do a sips. Approx 2 hour delay in surgery. The patient was taken to ICU, she was readmitted today((B)(6) 2021).